Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 1.5x12mm nc trek rx balloon dilatation catheter (bdc) broke while being loaded onto the wire. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was confirmed as a material separation. The reported difficult to insert could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon dilation catheter (bdc) broke when being loaded onto the wire. Analysis of the returned device confirmed the break as an inner/outer member separation. The inner member was noted to be stretched at the separation. This type of damage indicated that the bdc may have been pulled against resistance, possibly contributing to the material separation; however, based on the information provided, it is unknown what may have caused the reported break/material separation. Additionally, it is possible that the noted break contributed to the difficulty encountered during insertion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.